Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead exhibited noise episodes and failure to capture. Also, that the helix was unable to be extended after several attempts. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and loss of capture were not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The helix could be extended and retracted after being cleaned of blood and tissue, and after applying torque to the connector pin. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.